Manufacturer narrative:
Per the lot history review, this is the first complaint reported for this lot number and issue to date. The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. A sample evaluation could not be performed as the samples were not returned. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The investigation is inconclusive since no sample was returned for evaluation. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1708000 implanted port allegedly was unable to obtain blood return. There was no reported patient injury. This information was received from one source. The patient was a female, age and weight were not provided.